Manufacturer narrative:
Visual analysis of the photographs identified: ¿ tyvek or thermoform sticking: the thermoforming is observed; however, it is not possible to respond to the complaint since it is necessary to return the device to be analyzed. No further actions are required since no issue in the manufacturing of the device is observed. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ tyvek or thermoform sticking: observed delamination in the outer lid. None of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported via sales representative "had bad tears when opening up packaging and was opened and wasted." The device was not implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "had bad tears when opening up packaging. And was opened and wasted".

Event description:
Healthcare professional reported, via sales representative. "Had bad tears when opening up packaging. And was opened and wasted". The device was not implanted.